Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has experienced floaters, blurry vision at all distances and double vision. The consumer reported that she has had a yag capsulotomy performed. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/13/2009, 05/19/2009, 06/03/2009 and 06/04/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on : 06/10/2009.